Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that chronic high threshold with possible loss of capture was noted on the left ventricular lead on a remote monitoring transmission. The lead remains in use. No patient complications have been reported as a result of this event.